Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and vomiting. The leadless implantable pulse generator (ipg) exhibited possible sensing issues. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.